Event description:
It was reported that the arctic sun device had a failed mixing pump, floor reported not cooling and 113(reduced water temperature control) alert, device had 1776 hours, sending biomed 2k preventive maintenance quote. Per sample evaluation results on 24feb2025, control panel came in disconnected, plugged back in and froze, used u.I. To continue decon.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the mixing pump was not cooling. Test mixing pump was installed in decon. Mixing pump was serviced. It was reported that the control panel came in disconnected. Device underwent full 2000 hr pm program. The control panel was connected again and the unit powers on and control panel boots up to normal function. Circulation pump was serviced. Heater, manifold o-rings, drain valves, tank tubing and coin cell were replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.